Event description:
The customer reported that prior to the start of the case, the footswitch appeared to have "shorted out." Another footswitch was obtained from a different facility, causing a 2 hour delay in starting the surgery cases. There was no pt harm.

Manufacturer narrative:
No samples have been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).